Event description:
Patient reported that they dropped the monitor pretty hard and screen appeared to be glitching. The monitor than turned off and would not power back on. Wcd role in the event is pending evaluation of to-be-returned device.